Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater 3000 ohms on this right ventricular (rv) lead. There was unipolar rv noise. Technical services (ts) stated that it could be right ventricular (rv) lead integrity or header issue and recommended to have patient seen in clinic for full rv lead evaluation. This device remains in service. No adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient. This report contains correction in section b5 describe event or problem.

Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater 3000 ohms on this right ventricular (rv) lead. There was unipolar rv noise. Technical services (ts) stated that it could be right ventricular (rv) lead integrity or header issue and recommended to have patient seen in clinic for full rv lead evaluation. This rv lead remains in service. No adverse effects were reported. Additional information received indicated that this lead was explanted due to lead fracture. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements, measuring greater 3000 ohms on this right ventricular (rv) lead. There was unipolar rv noise. Technical services (ts) stated that it could be right ventricular (rv) lead integrity or header issue and recommended to have patient seen in clinic for full rv lead evaluation. This rv lead remains in service. No adverse effects were reported.

Manufacturer narrative:
This report contains correction in section b5 describe event or problem.